Event description:
Customer alleged the chair slows then speeds up intermittently and only at high speed driving. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. However, a quote for the RMA has been provided - qt (B)(4). Model 3gar-cg, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the power chair will slow then speed up intermittently and only when driving at high speed. The battery load allegedly tested ok. Replacement quote has been issued and the product is being returned to invacare for an inspection and evaluation. No injury.